Event description:
I was eger to share my experiences once I found out about this hearing. In 2000, I had lasik performed. In 2007, I began having sensations of sand in my eye or sometimes, when very dry, glass in my eye. It was very painful. I also had photophobia, and could not look at the computer screen (I need to use for my job) or the television screen without eye pain. Also, it was difficult to drive - in some cases, when I would administer eye drops when my eyes were dry, the drops would turn to almost a gluey consistency, and it was difficult to see - somewhat like looking through wax paper - not good for driving. This condition took over my life for the next yr, while I went from dr to dr in search of a solution to the pain and discomfort I was experiencing. Some drs said this condition could not be linked to lasik, because it didn't occur until 7 yrs post-lasik (interestingly, these drs also had lasik practices). However, 2 of the ophthalmologists I went to (including two drs of the eye center affiliated with tufts) did feel it was due to lasik. I now have the boston scleral lens and it has helped me tremendously.